Manufacturer narrative:
The customer contacted siemens to report a discordant troponin (tni_ul) test result. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse observed variation in the results of the lumo autocheck test procedure. The cse primed the acid and base solutions several times. The cse also performed a system decontamination on the acid / base system and aligned the sample probe to the track. The cause of the discordant tni_ul test result is unknown. The device is performing within specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin (tni_ul) test result was obtained from an atellica im 1300 instrument. The initial test result was released to the physician(s). The same sample was repeated on an alternate atellica im 1300 instrument giving a lower test result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, high troponin test result.